Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a broken tip issue occurred. It was reported that during insertion of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small, there were signs that the tip had been pushed and crushed, so it was replaced. The issue was resolved by replacing the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small to another new one. There was no patient consequence. Device evaluation details: the device was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. A visual inspection evaluation of the returned device was performed following bwi procedures. Visual analysis revealed a bent mark on the tip; however, no external wires were exposed. This condition observed could be related to the issue reported by the customer. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The root cause of the bent condition observed on the tip could be related to the excessive force or manipulation of the device during the procedure; however, this cannot be conclusively determined. It should be noted that product failure is multifactorial. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 19-jul-2023, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a broken tip issue occurred. It was reported that during insertion of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small, there were signs that the tip had been pushed and crushed, so it was replaced. The issue was resolved by replacing the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small to another new one. There was no patient consequence.